Manufacturer narrative:
The main component of the system. Other relevant devices are: enlw1616c95ee , s/n: (B)(4); use by date: 07-jun-2014; (B)(4). Enlw1616c80ee , s/n: (B)(4); use by date: 12-feb-2014; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 62 mm abdominal aortic aneurysm. It was reported that the patient returned for follow up CT approximately 3 years 8 months post index procedure where progression of the aneurysmal sac to 95 mm and a type IV endoleak was observed. It was reported that approximately 2 months later, a re-intervention was carried out and a 28 mm endurant aortic cuff was implanted. A 16 mm extension was placed in the left iliac artery and a femoral to femoral by pass was performed. A 16 mm extension wait was implanted in the right iliac artery. It was reported that the cause of the event is undetermined. It was reported that a follow up CT performed approximately 5 years post index procedure showed no technical observations or abnormalities. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information was received for this case: it is unknown if the endoleak is linked to a porosity (type IV) or a possible endotension (type v). It was also noted that a 16mm occluder was also placed in the left primitive iliac artery during the interventional procedure. If information is provided in the future, a supplemental report will be issued.